Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on (B)(6) 2015 (product advisory notice was sent to all potentially impacted customers). Device not returned.

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to MDR # 8030647-2015-00226 for the second patient report. It was reported that the patient had a catheter failure with the thumb valve. There was no patient injury or adverse event, and no additional information available.

Manufacturer narrative:
The device history record for the lot number m5194t508 involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The position of the thumb valve appeared to be fully upright (unlocked, closed position). After the valve was depressed and released, the valve returned to the full upright position. The sample was then attached to the mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was not heard. The distal end of the catheter was then inserted in a beaker of water with methylene blue dye and suctioning occurred. When the thumb valve was fully depressed, the suctioning increased. The thumb valve was turned 90-degrees and suctioning did not occur. Suctioning did not occur when the valve was placed in the locked position. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury.